Manufacturer narrative:
Date of event is estimated. The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined. During processing of this complaint, attempts were made to obtain weight information but was unsuccessful.

Event description:
Related manufacturer reference number 3006705815-2021-01097. It was reported the patient experienced ineffective therapy. In turn, the patient¿s scs system was explanted to address the issue.